Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation, surgery, and clip attachment issue. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips (xtr and nt ide) were implanted reducing mr grade to moderate. Both clips were thought to be attached to the anterior and posterior mitral valve leaflets. There were no device issues during the procedure. On (B)(6) 2019 the mr grade was moderately-severe residual mr related to regional left ventricular dysfunction. Prior to surgery both mitraclips were attached. The lateral clip (xtr) was attached to the anterior mitral leaflet and the chord of the posterior mitral leaflet. The medial clip (ntr ide) is attached firmly to the anterior and posterior mitral leaflets. The patient underwent elective cardiac surgery on (B)(6) 2019 including redo sternotomy, mitral valve replacement, maze, tricuspid valve repair, coronary artery bypass graft x1 with endoscopic right saphenous vein harvest. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that in the opinion of the physician, the recurrent mitral regurgitation was due to the patient's pre-existing dysfunction of the left ventricle. The lateral clip is well attached to the leaflet and chord. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported mitral regurgitation appears to be related to the patients pre-existing dysfunction of the left ventricle. There is no indication of a product quality issue with respect to manufacture, design or labeling.